Manufacturer narrative:
(B)(4). Title: power-assisted liposuction mammaplasty (palm): a new technique for breast reduction source aesthetic surgery journal, volume 36, 2016 (35¿48) article number: 1 date of publication: 24 july 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between january 2008 to january 2012 about power-assisted liposuction mammaplasty, 150 patients (300 breasts) underwent power-assisted liposuction mammaplasty for breast reduction. 180 sutures were used for glandular suspension and wound closure. Revisional surgery was performed in 9 patients. 2 patients had partial areolar necrosis. 6 breasts had wound infection. 3 breasts had wound dehiscence. 9 breasts had seroma.